Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The philips field service engineer replaced the user interface. The unit was tested per the philips service manual and was fully operational. The unit was returned to service and repair completed.

Event description:
It was reported that the customer was unable to calibrate the touchscreen. There was no patient or user harm reported. The event date was not specified; estimate used.